Event description:
It was reported that an asymptomatic patient presented with their right ventricular leadless pacemaker (lp) exhibiting post-paced t-wave over-sensing (pptwos) prior to magnetic resonance imaging (MRI). The lp underwent programming changes to address the issue. Patient was stable with no consequences before, during, and after the event.